Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.  A tripped trend review was completed for the reported complaint and fs libre sensors. There were no trends identified that indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2018 after eating breakfast, he obtained an unspecified scan result on his adc freestyle libre sensor that was "too low". Customer further reported he experienced a loss of consciousness and at some point, called the paramedics who arrived and obtained a glucose result of 30 mmol/l on their meter. Customer was injected with 6 units of insulin (type unspecified) and transported to a hospital where he was diagnosed with hyperglycemia and admitted "to correct this medical condition". A doctor advised the customer to discontinue use of the device and no details regarding any additional treatment were provided.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, after eating breakfast, he obtained an unspecified scan result on his adc freestyle libre sensor that was "too low". Customer further reported he experienced a loss of consciousness and at some point, called the paramedics who arrived and obtained a glucose result of 30 mmol/l on their meter. Customer was injected with 6 units of insulin (type unspecified) and transported to a hospital where he was diagnosed with hyperglycemia and admitted "to correct this medical condition". A doctor advised the customer to discontinue use of the device and no details regarding any additional treatment were provided.